Event description:
The customer reported that after steam sterilizing the device for cleaning, they noticed cracks in the cord. The cord was used anyway and it caught fire and melted. The procedure was completed with another cord. No patient injury occurred.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.